Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that they think that the "power dial has a potential short and (the device) shuts down". The customer biomed said he though the switch was bad. There was no report of patient involvement or adverse patient impact.